Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Approx. 18 months post index procedure acute cerebral infarct was reported. The type of event was classified as stroke. The patient was treated with medication and recovered with treatment. The investigator assessed the event as not related to the device or antiplatelet medication.